Event description:
The iab was inserted into the pt on 1/29/98 at 3:00 p.m. And removed on 1/29/98 at 5:00 p.m. The iab did not malfunction. The pt had a moderate hematoma. (Event complications: moderate hematoma- reported 2/9/98.) (Pt's current status: discharged- rpt'd 2/9/98.)